Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set occlusion alarm event on 16-dec-2025. The blood glucose level was high and patient was treated with correction bolus via pump. The patient replaced the tubing and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-04604- device 1 of 2.